Event description:
It was reported that a pericardial effusion occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was successfully implanted. Two days post procedure, the patient returned to the facility not feeling well. An echocardiogram detected a pericardial effusion. The physician placed a pericardial drain and the effusion resolved. There were no further patient complications, and the patient was discharged three days later.